Event description:
Customer reported a data error, no boot was intermittent. A patient was not involved.

Manufacturer narrative:
The rep found the generator intermittently fails to boot. There was a broken wire in interconnect cable. They replaced interconnect cable. Booted system error free more than 20 times. System functioning properly.